Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a normal device change out procedure, metallic scissors were used to open the pocket and the pulse generator exhibited loss of output. During loss of output, the patient experienced bradycardia. The reason for loss of output was undetermined and oversensing was suspected. The device was explanted and replaced successfully. The patient was in stable condition prior and post operation.